Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a lap low anterior resection, although the device could be fired at the 1st firing, the firing trigger became hard to be grasped at the 2nd firing and the device could not be fired. The device was removed from the patient properly. The deployed staples were unformed. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.